Event description:
It was reported that a patient implanted with an impella cp experienced low flow. The pump was repositioned using echo; however, the issue did not resolve. The patient was successfully weaned from the pump and survived.

Manufacturer narrative:
A4 and a5 are unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of positioning issues and low pump flow has been completed. The impella device was not returned for evaluation. Data log reviewed: no motor current (mc) spike or placement signal issue seen. No purge spike observed. Impella in ventricle alarms observed after case initiated at p9 followed by continued suctions alarms witch correlate with clinical details position remained problem, flows dropped during the impella support. Positioning issues: the cause of the positioning issue most likely was patient condition due to dry heart. Low pump flow: the cause of low pump flow issue most likely was improper positioning related due to improper technique.